Event description:
It was reported that this tactra penile prosthesis was sized too short where patient had loose glands. The tactra device was explanted and replaced with an inflatable penile prosthesis. There were no patient complications reported.